Event description:
The customer reported that there was no live video image present on the system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. A connector pin was replaced. The system was tested and found to be working as intended and put back into service.